Manufacturer narrative:
Bec cts (customer technical support) recommended the use of personal protective equipment (ppe) before troubleshooting. The customer checked the mix chamber and found that leak was on the chassis at the bottom. A service visit was set up and a field service engineer (fse) went on-site the day of the event and could not find any leaks or defects with the instrument. Fse ran latron with passing results and ran 5c and retic controls with passing results. The root cause of the leak is unknown. The fse did not find any errors or leaks. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak under the mixing chamber of their coulter lh 750 hematology analyzer. The customer also stated that the instrument laser offset was too low. There were no patient samples or results affected by the leak. The user was wearing personal protective equipment (ppe) consisting of a lab coat and goggles at the time of the incident. No one came into contact with the leak.